Manufacturer narrative:
After further testing physio-control was able to duplicate the reported issue.  Physio replaced the power supply assembly and then completed other, unrelated repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed power supply assembly and determined that the cause of the reported issue was process residue on a filter, designator fl10.

Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, provided physio-control with a video which confirms the reported issue. Physio-control performed an initial evaluation of the customer's device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device will intermittently not complete the boot-up cycle. The biomedical engineer advised that the device will power on, but then locks up on the initial self-test screen. There was no patient use associated with the reported event.